Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system generator would not complete the boot up cycle. There is no report of death or serious injury associated with the event.